Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via the 24 hour helpline senior inbox that customer had been hospitalized at the beginning of the year due to diabetes ketoacidosis. Customer also went to the emergency room on four different occasions but was not admitted. Customer's blood glucose was unknown. Customer declined speaking with helpline. Several attempts were made to contact customer regarding hospitalization information, but customer could not be reached.